Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty processor circuit card. The device was evaluated and the reported issue was confirmed as the processor circuit card needed to be replaced. No repairs were made as the unit was scrapped. It was also reported that the chiller pump was defective. No repairs were made as the unit was scrapped. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the chiller pump was defective on the arctic sun device. The device needs software update and new processor card . The preventive maintenance was recommended.